Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator only worked on battery, even when the device was plugged into an ac (alternating current) outlet. There was no patient involvement when the issue occurred. No patient or user harm reported. An order was placed for a replacement power supply, as it was reported that the v60 ventilator only worked on battery, even when the device was plugged into an ac (alternating current) outlet. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power supply was replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.